Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01868. The pt received her scs system, including two percutaneous leads, on (B)(6) 2009. It was reported that the pt stopped feeling stimulation on the right side. Diagnostic tests revealed invalid impedance measurements on all right lead contacts. The physician decided to explant both leads and replace them with a surgical lead. The ipg remains implanted. The pt reported effective stimulation as a result of the procedure. No further pt complications were reported.

Manufacturer narrative:
Evaluation: results: the leads were returned cut and incomplete and could not be functionally tested. The cut was consistent with that occurring with explant damage. One of leads revealed compression marks and a fracture with all wires broken. The compression marks on the lead from the cinch anchor, when aligned to the cinch anchor, showed the fracture was at the proximal end of the anchor. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.